Manufacturer narrative:
Additional information received; according to the author, none of the reported adverse events were related to a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿transcatheter electrosurgical aortic septostomy optimizes distal landing zone in chronic dissection¿ the time frame of this study was over a seven year period. Medtronic valiant and non medtronic stent grafts were implanted in tevar procedures in the endovascular treatment of chronic type b aortic dissections. 33 patient underwent tevar with with intentional en dovascular rupture of the dissection flap (knickerbocker; knick). 11 of these patients also had a transcatheter electrosurgical aortic septostomy (tecsas) before knick. The following adverse events occurred: occlusion, temporary lower extremity weakness, acute kidney injury, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿transcatheter electrosurgical aortic septostomy optimizes distal landing zone in chronic dissection¿ alexander p. Nissen, yazan m. Duwayri, william d. Jordan, vasilis c. Babaliaros, robert j. Lederman, bradley g. Leshnower, jtcvs techniques, volume 27, 2024, pages 19-28, https://doi.org/10.1016/j.xjtc.2024.07.007. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported ¿ as applicable a2: average age a3a: majority sex date of publish used for incident date in section 2.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.